Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging nasal congestion, dryness, and sleeplessness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging nasal congestion, dryness, and sleeplessness. There was no report of serious or permanent patient harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings and dust/dirt was not observed. There was two error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. B5 and box h has been updated in this report